Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery tests. There was no excessive "no delivery" alarm noted. There was no cosmetic damage noted.

Event description:
Mother reported receiving a no delivery alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 295 mg/dl. No further information reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.